Event description:
Customer states that the strip vial appears to have the expiration date of 7/28/2006. The manufacturer has the expiration date as 2/28/2006. No adverse event reported. Requested return of suspect vial and replacement was sent.